Event description:
On (B)(6) 2010, pt reported he was having issues with his infusion device so he took the battery out. Pt stated after he took the battery out and put a new one in, the infusion device started alarming e8 (power interrupt) alert. Advised pt to press the check mark button twice to clear the error. Pt reported he has attempted to press the button several times and it doesn't respond. Had pt take the battery out and reinsert it into the device; infusion device alarmed an e8 and then the check mark button would not respond. Pt stated he was attempting to bolus before the call and the up arrow button stuck in after he let it go and then the bolus kept going up. Pt reported he took the battery out so it would deliver the bolus and then the check mark button failed. Pt stated the button felt loose. Pt reported the up button stuck in and did not pop back out. Pt stated the rubber was also peeling off of the up arrow button as well. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.